Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23003 occurred at startup, and the error kept recurring despite performing recover fault and system reboots. The error is occurring on the universal surgical manipulator (usm) 1 set-up joint (suj) z-axis (gravity motor). The technical support engineer (tse) advised a hard power cycle, which was performed, but the issue was not resolved. The customer is consulting with the surgeon regarding whether the procedure could be performed using the disable arm function. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed issue occurred prior to patient entering room, procedure was converted to laparoscopic with no additional complications for patient.